Event description:
It was reported that the event involved a male pt while in the cath lab after insertion. The md inserted the intra-aortic balloon (iab) through the sheath via right side of pt successfully. After the insertion was complete, they realized the pump would not start, "was completely out of order" with no alarms. As a result, the pt was urgently transported by helicopter to another hospital. The pt was not connected to a pump during transport. The pt was supported by drugs during this time successfully. This is the only pump in this hospital. The pump is not used every day, so there is no daily check routine; however, the pump is always checked before use. After turning on the pump, it did not show an error and basic functions looked okay. Later, after the iab was inserted, the pump did not start to work. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an approx 2 hour delay or interruption in therapy with no harm to the pt noted. The pt outcome is the pt was not injured during transport. The pt was able to go on to bypass surgery after transport. It has been reported that the pt is in good condition. The pump is in use since (B)(4) 2005, total time of active work is 5302 hours. The pump was serviced and repaired directly in the hospital, pneumatic assembly block 96-3006-001x ((B)(4)). The pump is back in service after being repaired on (B)(4)2012.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.